Event description:
It was reported that during rotator cuff repair surgery, the opus speedscrew implant was not locking the suture, it gets jammed in to left side. At this point, the anchor was already inserted, so it is clear that the same had to be possibly removed since a backup device was used to complete the procedure. There was no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during rotator cuff repair surgery, the opus speedscrew implant was not locking the suture, it gets jammed in to left side. At this point, the anchor was already inserted, so the anchor was removed from the patient with a pair of scissors to cut the suture. A backup device was used to complete the procedure. There was no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. Do not use the inserter to probe the tissue or bone as damage may occur to the implant or instrument resulting in potential patient injury. Use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. Incomplete insertion or poor bone quality may result in implant pullout. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) incorrect suture loading (2) over tensioning the suture. (3) incorrect activation knob position. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.